Manufacturer narrative:
Analysis of the data indicates that the cause of the discordant sodium results was due to the customer failing to prime and run qc after performing ise maintenance on the instrument. The customer was able to resolve the problem by priming, calibrating and running qc. A siemens healthcare field service engineer (fse) visited the site to verify the ise module and system performance. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant advia 1650 sodium results were obtained after the customer performed ise maintenance on the instrument and the results were reported. The results were questioned by the physicians and the samples were retested. Upon retest, thirty revised reports were issued. There were no adverse health consequences or patient intervention due to the discordant sodium results.